Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
Customer reported that an 840 ventilator bottom display was blank. Device was being used when event occurred. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba). Device pass all required tests.